Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, insulation damage and inappropriate shock on the right ventricular (rv) lead. On (B)(6) 2024 the physician elected to cap and replace the rv lead. The patient was in stable condition.